Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was not returned for evaluation and the reported event was not confirmed. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): issue is detectable/preventable by handling the equipment in accordance with the following IFU. 6.3 reprocessing operation in the oer-elite warning certain endoscopes cannot be reprocessed with this reprocessor. Refer to the provided ¿list of compatible endoscopes/connecting tubes ¿ to see which endoscopes are compatible. Accessories (e.g., valves) that can be reprocessed with this reprocessor are accessories of endoscopes compatible with this reprocessor. To reprocess accessories, be sure to put them in the washing case. Do not attempt to reprocess an endoscope and its accessories that are not designated as compatible with the oer-elite or that are modified by a third party repair company; not only will the reprocessor be unable to function at optimal levels, the safety of the patient and operator may be endangered and this reprocessor and/or the endoscope may be damaged. Without knowledge of the materials used or the final quality of repair being provided by third party repair companies, olympus is unable to validate the compatibility or reprocessing efficacy of the oer-elite instructions manual. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor had the pins on the retaining rack damaged. There were no reports of patient harm.